Manufacturer narrative:
This MDR was submitted during the system outage from july 22, 2026 to july 27, 2026 which may result in a delay of receipt of all of the acknowledgements. The device was returned to olympus for inspection, and the reported malfunction was confirmed. Based on the investigation, water entered the endoscope through the leak tester connector during leak testing. The event occurred while staff members were providing coverage in the disinfection area due to personnel absences. Improper handling of the leak-testing equipment was identified as the cause of the endoscope flooding, resulting in the need for repair. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported image loss and water ingress during an inspection involving an olympus xenon light source. There was no patient involvement reported.